Manufacturer narrative:
Upon request the customer responded that their biomed tested the machine and found no failure. The customer didn't want draeger to check the device. Consequently the investigation could only be carried out based on what was reported. There are numerous possible reasons for a stop of automatic ventilation. Based on the available information it was impossible to determine which one was actually the root cause. As a precautionary measure it was recommended to check and replace the mains switch and test the device according to draeger specification.

Event description:
It was reported by a customer during a case that the ventilator stopped moving. There was no injury reported.